Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While reaming the acetabulum during a mako tha, the lock on the mics handpiece became unlocked, which caused the handle of the mics to snap back at the doctor. Case type: tha.

Event description:
While reaming the acetabulm during a mako tha, the lock on the mics handpiece became unlocked, which caused the handle of the mics to snap back at the doctor. Case type: tha.

Manufacturer narrative:
Reported event: while reaming the acetabulm during a mako tha, the lock on the mics handpiece became unlocked, which caused the handle of the mics to snap back at the doctor. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review review of the product history records indicate 50 devices were manufactured under lot no k070g and k06ub. 47 devices were accepted into final stock on 03/09/2016. Review of qt16- 03- 0026 revealed that the non conformance is related to the failure alleged in this complaint. Complaint history review a review of complaints in catsweb and trackwise related to p/n (B)(4)., lot number k06ub and k070g shows 01 additional complaints related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode was duplicated for the alleged failure . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the failure mode reported in this event.